Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13a06018 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis, manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day and treated with unspecified antibiotics for the event. Three days later, the patient was discharged from the hospital and recovered from the peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.